Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low battery alarms was unable to be confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 4 days ((B)(6) 2025 per the timestamps). There were no notable alarms or events active. The pump maintained speed within the expected range throughout the log file while the driveline was connected. Provided information stated that the low battery hazard alarm occurred on (B)(6) 2025 which was not included in the log files due to being overwritten by other data. Multiple good faith efforts were sent to retrieve additional information regarding the cause of the reported alarm, any troubleshooting performed, if all alarm systems were operating appropriately, if the alarms showed up on the controller within the last 6 months, if any equipment was exchanged, and if any products would return; however, to date, no response has been received. The root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to outpatient clinic stating that on (B)(6) 2025 they experienced a critical low battery (red battery emblem lit up) alarm without being notified of the advisory low battery alarm prior to. Log files were sent for review. The event log captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. No low voltage events were noted in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.